Event description:
The customer was hospitalized for high bgs. The customer stated that their doctor does not know about the pump and advised to call the help line. Assisted the customer with setting the time and date. Troubleshooting was performed. The programming and histories on the pump were not accurate. Assisted the customer with correcting the programming. Explained impact of incorrect programming on bgs.